Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pacemaker implant the right ventricular lead was noted to have perforate the right ventricle apex. The lead was pulled back and repositioned. Post procedure echocardiogram revealed a small apical effusion but not critical. Next morning a repeat echocardiogram showed no change to the effusion. Patient condition was stable.